Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 28 x 3.00 promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and that patient status was stable. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: promus elite ous mr 28 x 3.00mm stent delivery system (sds) was returned for analysis. The device was returned with the stent detached from the balloon. The stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed; no issues were noted. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.